Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy, painful and irregular menstrual cycles"), uterine leiomyoma ("developed fibroids"), dysmenorrhoea ("heavy, painful and irregular menstrual cycles") and menstruation irregular ("heavy, painful and irregular menstrual cycles"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain and uterine leiomyoma to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain (all)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1980, (B)(6) 1982), gallbladder operation in (B)(6) 2007, hypertension, cholecystectomy and tubal ligation. Previously administered products included for birth control: ortho micronor. Past adverse reactions to the above products included hypertension with ortho micronor. Concurrent conditions included paranasal sinus hypersecretion since (B)(6) 2007, vaginitis since (B)(6) 2008, vaginal odor since (B)(6) 2008 and vaginal discharge since (B)(6) 2008. Family history included hypertensive (father, mother) on (B)(6) 2014. Concomitant products included estradiol (estrace) since 2014, estradiol (vagifem) since 2014, hydrochlorothiazide (hydrochlorothiazid) in 2014, hydrocodone since 2014 and nifedipine since 2000. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain lower back, (constant, mild-severe), pain (all)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menometrorrhagia ("heavy, painful and irregular menstrual cycles"), uterine leiomyoma ("developed fibroids"), dysmenorrhoea ("heavy, painful and irregular menstrual cycles"), the second episode of menometrorrhagia ("heavy, painful and irregular menstrual cycles") and abdominal pain lower ("lower abdominal pain, (constant, mild-severe), pain (all)"). The patient was treated with cetirizine hydrochloride (zyrtec) and surgery (underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain lower had resolved and the uterine leiomyoma, dysmenorrhoea, the last episode of menometrorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of menometrorrhagia and the second episode of menometrorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2014, surgical pathology report- specimen uterus, cervix, tubes, and ovaries, diagnosis: uterus, cervix, fallopian tubes, and ovaries; total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. Adenomyosis. -disordered proliferative endometrium without hyperplasia. - bilateral coiled wire intrauterine device present within bilateral cornu myometrium and extending into bilateral proximal fallopian tubes. - bilateral ovarian hemorrhagic corpus luteum cyst with focal rupture in right ovary. - bilateral fallopian tubes with right para tubal cyst, - cervix with submucosal epidermal inclusion cyst with acute inflammatory and keratinaceous contents with fundic cervicitis with focal mucosal erosion and hemorrhage -negative for dysplasia. -negative for malignancy most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical records received: new reporters, patient demographic information, historical conditions, concomitant conditions, product indication updated, treatment drugs, concomitant drugs, new events vaginal bleeding, menorrhagia, dyspareunia, back pain and abdominal pain lower added. Outcome for the events vaginal bleeding, menorrhagia, pelvic pain, back pain and abdominal pain lower added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.